Event description:
The reporter stated the surgeon inserted a cq2015a collamer aspheric three piece lens. After lens was inserted into the patient's eye, the surgeon noticed the haptic was bent. The surgeon decided to remove the lens. The lens was removed with no patient injury and another same model and size lens was implanted. Reporter stated cause of bent haptic was due to loading error.

Manufacturer narrative:
(B)(4).